Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed per specifications with accurate readings.

Event description:
It was reported that the customer had a low blood glucose level of 46mg/dl. Customer states that she had discrepancy between her sensor glucose 50 mg/dl and blood glucose 46 mg/dl. Trouble shooting was performed, and the set will be replaced. No further information was provided.